Manufacturer narrative:
One medfusion 3500 pump was returned to investigate the reported issue. The device was received with the plunger head gasket damaged and tamper seal removed. A manufacturing device history review, DHR, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The error history log could not be viewed as the pump would not power on. To further investigate the reported issue, a start-up was performed and the reported issue was confirmed. The screen was blank and there was a constant alarm. It was determined that there was contamination on the back of the main board due to customer introducing fluid into the main body of the pump. The main board was replaced to resolve the issue.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the alarm display was blank. It is unknown if there was a patient involved in the reported event.

Event description:
Additional information: no patient injury.

Manufacturer narrative:
Additional information- no patient injury. Detail added to section b5.